Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen was damaged. Customer cannot see the screen since the screen was scratched. Customer cannot recall their blood glucose reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit received with minor scratches on lcd window.